Event description:
It was reported that the pump was replaced due to "not delivering meds as it was programmed." It was added that the pump was 8 yrs old at the time of replacement. The surgery was indicated to be "pretty intense"; patient had opted to have pump replaced under local anesthesia. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was reported the patient has ¿so much scar tissue¿ that was an effect for the patient during the replacement procedure, due to their previously reported election to have the procedure performed under local anesthesia.

Event description:
It was reported the pump was replaced for end of life; battery.

Manufacturer narrative:
Catheter model: 8709, lot# j11022r13, implanted: (B)(6) 2003, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)